Manufacturer narrative:
Product event summary: analysis confirmed the reported issue, the stylus and cursor did not align on the screen. The stylus was able to perform a twenty five point calibration, but the cursor would drift over time. It was also found that the cursor would jump when the stylus was pulled away from the overlay. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus and cursor did not align on the display screen. The programmer has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.